Event description:
Tech reported one incident of a blood leak with the CT 190g dialyzer during reuse number 49 of the unit. Incident occurred during treatment and was noted as blood observed in the dialysate. Treatment was stopped and resumed with new disposables and completed without further incident. Estimated blood was 250cc as a result of not returning blood from the extracorporeal circuit to the pt. No pt injury or medical intervention was reported per tech.